Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The black circle/alarm icon functioned properly during testing. No smoke or burnt electronic components noted. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the lcd window, and stained end cap sticker.

Event description:
The customer reported that the insulin pump appeared to be damaged at the drive support cap - that the motor appeared to possibly be burning inside the insulin pump, and that this left a black spot at the drive support cap. The customer reported no significant event having occurred leading up to the complaint. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 150 mg/dl. No further information was provided.